Event description:
The customer reported that an 840 ventilator had a blank display. No pt involvement reported. Evaluation of the device has not been completed. Once completed a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4).